Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance pull off suture needle pre-op. An empty opened foil, a winding former with several sutures pieces and a detached needle were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected; however, the suture has begun with the process of disintegration; this is the cause of needle pull. Also, the foil was examined for visual inspection and showed multiples wrinkles and holes in cavity on the top and bottom foil package due to excessive manipulation. Also, the foil present delamination on the outside (top and bottom side) of the foil. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance pull off suture needle pre-op is a suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Prior to use on the patient, it was found that the suture had been detached from the needle. There were no adverse consequences to the patient. During the visual inspection of the sample, the swage and attachment area were as expected; however, the suture has begun with the process of disintegration; this is the cause of needle pull. No additional information was provided.